Event description:
This is being reported as an adverse event because the complaint originated from an attorney. It is not known what the pt's condition was prior to the product being use. The only complaint via the attorney was that the pt suffered pain and severe and permanent bodily injuries. It is not known if the product has been explanted. It is not know when the event occurred. It is not known what the pt's current condition. No information has been confirmed by a health care professional.